Event description:
A nurse told a spacelabs regional service manager that she received an electrical shock from a spacelabs bedside monitor and that her arm turned red.

Manufacturer narrative:
A spacelabs field service engineer performed an electrical safety test on the monitor at the hospital and found no fault with the monitor. The monitor remains in service. The investigation is not yet complete and the complaint remains open. Note: this report is being submitted as a result of a reevaluation of past complaints by spacelabs. Although a report had not previously been filed for this incident, we have concluded that a report is appropriate. We are now reporting this incident in accordance with 21 cfr 803.